Event description:
A nurse contacted baxter product surveillance stating that a transfer set had fallen off a catheter on a home pt. The transfer set had been in place for about two weeks. The adaptor was plastic and the initial connection was made by hand. The reported separation took place at the transfer set adaptor/catheter interface. The home patient was given 1 gram of vancomycin for one day prophylactically. There was no pt injury or medical intervention.

Manufacturer narrative:
(B) (4).